Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a female patient. She was injected with radiesse(+) into the nasolabial fold. A needle was used. Radiesse(+) (1.5 ml) was possibly lightly diluted with 0.5 ml of lidocaine (product preparation issue, off label use of device). As reported, unsure of exact amount injected, but possibly overinjection. On (B)(6) 2023, after the radiesse(+) injection, the patient experienced an occlusion. The patient was treated with saline injection, viagra at 25 mg and oral prednisone, which improved capillary refill, and then was treated with hyaluronidase. She was much improved, but she had some duskiness on upper lip. Four hours later, she followed up to re-evaluate and re-injected. There was better perfusion. She took oral steroids. Five days later, she went for follow-up and was treated with more hyaluronidase (reported as hyal) and massaged. She got hyperbaric oxygen therapy (hbot, 5 sessions) and did red light (5 sessions). Eight days after starting hyperbaric oxygen therapy (hbot) and red light (rl day 16), she was partially healed, but the occlusion was still present in some areas. She appeared to have livedo reticularis and had enough vascular redundancy that it did not necrotize. The superior labial and nasolabial fold angiosomes were supposed to targeted with hyaluronidase again. On day 16, she was placed with viagra 40 mg, twice daily, and pentoxyfilline, 3 times per day, acetylsalicylic acid, red light and nitropaste. The physician said that the patient was looking really good. The physician hoped that the newest hyaluronidase treatment was going to finally took care of the event. Due to the provided information, the outcome of the event was considered as resolving.